Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for analysis; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during preparation for an interventional treatment procedure the gauge of the inflation device did not rise. An advantage 26 kit had been selected for use in an unspecified procedure. While preparing the encore inflation device, it was noticed that the gauge of the inflation device did not go up 'properly'. The device was not used and did not contact the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.